Manufacturer narrative:
On july 1st 2019 radiometer decided to recall the affected lot (ha50). The product has only been distributed in china and the problem has only been reported from china, why us is not affected. Root cause investigation: most probable root cause is inappropriate handling and storage.

Manufacturer narrative:
Date of event is estimated based on the date of awareness stated in the customer complaint.

Event description:
According to the complaint, it looks like corrosion attached on the surface of two needles pico70 ((B)(4)).